Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. The device was found to be in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No conclusion code available. Evaluation description included. The reported reset was confirmed in the laboratory and was due to low battery voltage. Based on device settings, a longevity calculation was performed and was found to be within specification.